Manufacturer narrative:
Patient age unavailable from facility.

Event description:
A lead extraction procedure commenced to move a month old system from the right side to the left side due to pain. Partial occlusions had previously been discovered and it was determined that only one lead would fit through the vessel. The physician had decided to implant one lead on the left and snare it from the groin to provide traction for the spectranetics glidelight laser sheath through the occlusion allowing multiple leads to be implanted. A right atrium (ra) and a right ventricle (rv) lead were extracted successfully, and a new rv lead was to be implanted. While the rv lead was being positioned, it was noted that it had potentially been put in too far and possibly could have perforated the rv. The lead was backed up and immediately saw a blood pressure change, but not drastic. Upon starting to implant a left ventricle (lv) lead, the patient's blood pressure was lost and CPR was initiated. At this time, the physician began pericardiocentesis and removed large volumes of blood. The surgeon was called and a sternotomy was performed. It was discovered there was no injury to the right ventricle but instead was in the innominate vein. Attempts were made to repair the tear, however, during the repair the vessel continued to shred and tear away more. The surgeon said that the length of the tear was from the innominate vein to the superior vena cava (svc), but was unsure if the svc was included in the original injury or if resulted from the shredding being seen during the repair. The patient was on pump for 110 minutes and was taken off to possibly try again to repair the tear. This was unsuccessful after attempting for 2 seconds. Rescue efforts were not successful and the patient passed away. There was no reported malfunction of any of the spectranetics devices in use.